Event description:
Face edema [face oedema]; neck edema [localised oedema]; respiratory discomfort [painful respiration]. Case description: spontaneous report was received on (B)(6) 2012, from a (B)(6), with gonarthritis. The patient's medical history was significant for previous treatment with ketoprofen for gonarthritis. In (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection, route and dosage regimen not provided, in an unspecified location. The lot number for synvisc was not provided. On an unspecified date in 2012, the patient received treatment with the third synvisc injection. Approximately 1 week following the third synvisc injection, the patient developed chronic face and neck edema and respiratory discomfort. On an unspecified date, the patient received oral corticosteroid treatment for 4 days for the events of chronic face and neck edema and respiratory discomfort. On an unspecified date, the event of respiratory discomfort resolved. The events of chronic face and neck edema were ongoing at the time of report (since approximately 3 weeks). Concomitant medications were not provided. The intensity for the event of respiratory discomfort was assessed as mild and the intensity for the events of chronic face and neck edema was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.